Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery the fast fix t1 fractured. No significant delay or other complications reported. Surgery was completed using a smith and nephew back-up device. The t1 was removed using tweezers. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an repeat event. A visual inspection revealed the device was returned with the t1 and t2 anchors along with the suture. The anchors were detached from the device. The t1 anchor was deformed. The suture still attached to the anchor. A functional evaluation revealed the device functioned as expected without being able to test deployment of the anchors. A review of the customer provided image confirms the t1 anchor is fractured. A review of the instructions for use found: do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of stress, unintended inappropriate or excessive force to the device.